Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated they are having problems. They spoke to someone this morning who helped them increase the amplitude, but patient is having trouble now. Patient feels a sensation at the tip of their penis and has been unable to go to the bathroom since lunch. Patient drank about 8 ounces at lunch but still has not gone to the bathroom or had the sensation to go. Reviewed how to decrease amplitude to 1.5 where patient was no longer feeling the sensation in the tip of their penis. Recommended patient monitor their symptoms and if unresolved should follow up with managing physician.